Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo review: provided photos show an implanted iol. There appears to be a dark mark/line over the iol optic. The exact location of the mark (posterior or anterior surface of the optic) cannot be confirmed from the returned photo. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model. Based on our observation of the attached photo, there appears to be a dark mark/line over the iol optic. The exact location of the mark (posterior or anterior surface of the optic) cannot be confirmed from the returned photo. The origin of the observed mark/line cannot be confirmed based on the returned photo alone and without evaluating the physical product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. . Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation, a scratch was found on the iol optic. The surgery was completed without product replacement. There had been no health harm, lens may be explanted if any occurs. The sample was not available as it still remain in the patient's eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).